Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Replaced the power supply assembly. Performed tsw and functional tests; all passed.

Event description:
The following was reported to hamilton medical ag: unit was brought to biomed shop because it wasn't turning on. Battery wasn't charging as per biomed tech. Unit was not attached to a patient. No additional information was available from the biomed tech or resp care department. Upon checking the logfiles, tf 485001, 446029, 444001, 785003 were recorded on (B)(6) 2023 @17:44:28. No patient involvement.

Manufacturer narrative:
Replaced the power supply assembly. Performed tsw and functional tests; all passed. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 were updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: unit was brought to biomed shop because it wasn't turning on. Battery wasn't charging as per biomed tech. Unit was not attached to a patient. No additional information was available from the biomed tech or resp care department. Upon checking the logfiles, tf 485001, 446029, 444001, 785003 were recorded on 9-12-2023 @17:44:28. No patient involvement.